Event description:
It was reported the valve was explanted due to endocarditis (by streptococcus agalactiae) and replaced with another bioprosthesis (model and serial number unk). In 2008, the pt expired due to multi-organ failure. An autopsy was not performed, and additional info has been requested.